Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer reported no alarm received while on low reservoir and pump was dead. The customer reported blood glucose value of 700 mg/dl. The customer had an emergency visit to hospital, was hospitalized and treated with intravenous insulin infusion. The customer also experienced symptoms of feeling sick/unwell and out of breath. The event involved product(s) mmt-342, mmt-431aj, mmt-1884. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-342, mmt-431aj. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08775 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: 000322231011 event date of 22-feb-2026 and related svn#: 000321914039 event date of 17-jan-2026, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: 000322231011 event date of 22-feb-2026 and related svn#: 000321914039 event date of 17-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 02/21/2026 16:04:00.000 replace battery alert was found on: 02/22/2026 01:35:00.000 02/22/2026 01:45:00.000 replace battery now alarm was found on: 02/22/2026 02:06:00.000 02/22/2026 02:16:00.000 pump error 23 alarm was found on: 02/22/2026 02:17:05.000 power loss alarm was found on: 02/22/2026 02:22:57.000 02/22/2026 02:23:06.000 earliest power data available per the power management tool/detail trace file is on 28-feb-2026 at 05:47:53.000. There was no power data available for the date of 21-feb-2026 and 22-feb-2026. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 02/21/2026 16:04:00 after more than 7 days at 20.82 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/10/2026 to 03/04/2026. There was no data available to verify no delivery alarm/insulin flow blocked alarm or pump error(s)/alarm(s) noted 2 days from the related svn#: 000321782942 event date of 06-dec-2025. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 2 days from the related svn#: 000321914039 event date of 17-jan-2026. In further review of the formatted history file 1 week from the event date of 22-feb-2026, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 16-feb-2026 during bolus/basal/prime deliveries. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Lostsensor1alert (780) was found on: 02/17/2026 04:57:00.000 02/17/2026 05:07:00.000 02/19/2026 22:27:00.000 sensorerroralert (801) was found on: 02/17/2026 17:21:56.000 02/17/2026 17:31:00.000 02/17/2026 18:51:56.000 02/17/2026 19:01:00.000 the pump was programmed with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed pump verified the units left in the test reservoir and the units left on the display matched (25 units). Several boluses were programmed and delivered. 5 units bolus were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. Programmed an additional 20 units bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 25 units bolus delivery and the pump alarmed no reservoir detected properly. No unexpected error message, low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. No absence of low reservoir reminder alarm noted during testing. The pump was powered on using a battery simulator set to an output voltage of 1.5v. The simulator¿s output voltage was then adjusted to 0.6v to manually activate the low battery alert. During monitoring, the low battery alert was successfully triggered. No absence of alarm (low battery alert) noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.02 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for unexpected battery power loss, absence of alarm (low battery or low reservoirs) and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.